Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the procedure done open/laparoscopically? The procedure was done laparoscopically. What device was used for the proximal and distal transaction? What color reload? Unknown. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? The purse string was placed by purse string device. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? A crunch was heard. When the device was fired, where was the indicator within the green zone/gap setting scale? The indicator was set at 2.0mm. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? A crunch was heard and the device was compressed until unable to fire further. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. Is a pathology specimen and/or report available? Unknown. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation was did. Did the operation change significantly as a result of the device issue? No. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the two parts of the tissue were still separate after the device was fired. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.